Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose 600 mg/dl. The customer has taken correction vis syringe. The customer stated that there is scratches on screen but no cracks. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert a new alkaline battery. The customer stated the display did return. The customer was advised to monitor the pump and base on troubleshooting we will send 1 battery cap replacement.